Manufacturer narrative:
Displayable history crc check failed on startup alarm confirmed in the history file due to corrupted history file. The insulin pump was received with cracked reservoir tube lip, minor scratched display window. No cracked found on battery tube threads or belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed displayable history crc check failed on start up and had physical damage. Customer started there were cracks near the battery compartment. No further information provided.